Event description:
The customer contact reported that the clave port remained in the open position; subsequently, a leak of a radioactive agent was noted. The clave port was accessed with a 3-way stopcock for delivery of an unspecified concentration of technetium. It was reported that after the 3-way stopcock was disconnected from the clave port, the silicone sleeve of the clave port remained in the depressed position. It was reported that an unspecified volume of technetium leaked onto the clinician's hand. The slide clamp was closed. The tubing set was replaced and the procedure was completed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4).